Manufacturer narrative:
Two vials of test strips were returned for investigation and tested with a retention meter and retention control materials. Control ranges: level 1: 1.7-3.3 mmol/l, level 2: 14.5-19.6 mmol/l. Results: vial#1, level 1: 2.4 mmol/l, 2.4 mmol/l, 2.4 mmol/l, level 2: 16.0 mmol/l, 16.9 mmol/l, 16.7 mmol/l. Vial#2, level 1: 2.4 mmol/l, 2.5 mmol/l, 2.5 mmol/l, level 2: 16.7 mmol/l, 16.7 mmol/l, 17.0 mmol/l. All results were determined to be within acceptable ranges. No information was provided in the complaint case that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient was initially tested on the meter at 5:54 p.m. And the result was 28.8 mmol/l. Testing was repeated on the patient at 5:58 p.m. And the result from the meter was 4.5 mmol/l. Testing was repeated a second time on the patient at 5:59 p.m. And the result from the meter was 9.2 mmol/l. The customer also performed two additional glucose measurements of the patient using a meter from bayer and the results were 4.7 mmol/l and 4.9 mmol/l. Controls on the meter were within range. All samples were collected via capillary and then directly applied to the test strip. The patient was not adversely affected. The customer's product was requested for investigation.